Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while using a cleo 90 infusion set, they received an occlusion alarm (alarm number 2) during bolus. A 12 unit bolus was delivered prior to reporting event and the customer noted that nothing came out of the end of the tubing and alarm reoccurred. The supplier conducted troubleshooting by disconnecting the tubing from the pigtail, holding the pigtail towards the ground, and delivering a 5 unit prime, which yielded visible insulin, suggesting a tubing blockage issue. The alarm was resolved by installing new tubing. Blood glucose was adversely affected and reported to be at 342mg/dl. Multiple daily insulin (mdi) injections were used to address the high blood glucose. No injury was reported.